Event description:
During service at baxter, it was discovered that a colleague infusion pump had failure code 810:11 occur during infusion. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
During service at baxter, it was discovered that a colleague infusion pump had failure code 810:11 occur during infusion. There is no adverse event, patient injury or medical intervention associated with this report. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be saturated air sensor and circuits. To correct this condition the pump head module was cleaned and dried and the air in line printed circuit board (ail pcb) was verified. If any additional information is received, a follow-up will be sent.